Manufacturer narrative:
Product condition received: the product was returned with a membrane completely unfolded and traces of blood found on the exterior of the catheter. Five kinks were found on the catheter tubing approximately 57.4cm, 64.5cm, 65.3cm, 75.4cm, and 76.2cm from the iab tip. Product evaluation: the iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. Conclusion: the reported problem of difficulty inflation could not be duplicated during testing. We are unable to determine when the kinks occurred; however, kinks in the catheter tubing could restrict the gas flow and prevent proper inflation of the balloon. (B)(4).

Event description:
First iab catheter inserted, balloon failed to fully inflate. Several attempts to reposition and refill without success. New iab catheter successfully deployed. Difficulties encountered during pumping. No alarm sounded. No blood seen in the catheter tubing. No pat injury or death resulting from the event. Pt expired on (B)(6) 2013 - unrelated iabp.